Event description:
It was reported that the patient was taken by ambulance and was hospitalization after being found not responsive due to low blood glucose (bg) levels. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod on the leg. The patient was diagnosed with low potassium levels, uti, and hypoglycemia. The patient was treated with liquid fluids that contained potassium. Patient is currently still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.